Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s spouse reported concerns regarding glucose management, noting that glucose values were sometimes higher or lower than desired. The user expressed interest in additional training. Review of device reports indicated glucose values ranging from approximately 60 mg/dl to 300 mg/dl. No device malfunction was reported.